Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced feeling lethargic. The cgm reading was low and the patient self-treated with eating fruit, chocolate, and drinking juice. The patient eventually went to the hospital by themselves at 3:30pm. When a fingerstick was taken the cgm reading was 77 mg/dl, and the blood glucose reading was over 400 mg/dl. The patient was treated with intravenous fluids. The patient was discharged the same day at around 10:30pm. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was exhausted but was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self treated. The reported glucose values fall within the d zone of the parkes error grid upon ER arrival. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.